Manufacturer narrative:
This report is filed may 27, 2014.

Event description:
Per the clinic, the patient experienced swelling and exudation around the implant site. The site was reportedly drained (date not reported), and the patient was treated with antibiotics (type, date and duration not reported). On (B)(6) 2014, the device was explanted due to a skin flap breakdown which had resulted in the exposure of the receiver/stimulator unit.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.